Manufacturer narrative:
Additional information was requested and the following was obtained: was it the top jaw that broke off the device? Or did the I-blade break off the device? The lot or batch # provided does not match the product code reported. If available please provide the correct lot or batch # of the device reported for this complaint? The top jaw is partially broken off, the I-blade is still attached.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic vaginal hysterectomy and bilateral salpingo-oophorectomy procedure, five minutes into the procedure, the lower jaw became detached when inside the abdominal cavity. This was removed through the laparoscopic port; no hard/solid tissue had been placed in the jaws. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m93h87. The device was received stuck inside a trocar. The top jaw was damaged, the right wing of the jaw was bowed out and the I-blade stuck half-way down the jaw track. The device was connected to a gen11 generator for functional testing. The device was recognized and was activated. The device was articulated and the jaws were unlocked during testing. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Manufacturer narrative:
(B)(4). Date sent: 11/17/2016. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Was it the top jaw that broke off the device? Or did the I-blade break off the device? The lot or batch # provided does not match the product code reported. If available please provide the correct lot or batch # of the device reported for this complaint? The top jaw is partially broken off, the I-blade is still attached.